Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-02416. This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the explanted head. No further evaluation could be made from the provided pictures. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: posterosuperior dislocation of left hip. X-rays were not sent for mmi review, as the radiology report confirmed the dislocation. The complaint is confirmed based on the radiology report. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. However, as the patient was non-complaint with postop hip precautions, it is unknown if that may have caused or contributed to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). G2: australia the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported patient underwent a hip revision procedure due to dislocation. The head and liner were removed and replaced. Attempts have been made and no further information is available.